Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that immediately following defibrillation threshold (dft) testing this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in post-therapy pacing inhibition with a heart rate below 30 bpm for approximately 10 seconds. The cause of oversensing was not determined and no further action was taken with regard to the patient. No adverse patient effects were reported. This system remains in service.